Event description:
It was reported that during the implant, the patient was not given ¿quite enough¿ sedation and they bit down and broke a tooth. It was noted that it was thought to be chipped, but it turned out to be broken. The patient was in ¿a lot¿ of pain. It was further stated the patient was ¿hardly¿ able to eat because the broken tooth hurt. The tooth was pulled on the date of this report. It was indicated the healthcare professional wanted to implant an artificial tooth containing a titanium rod that would be screwed into the patient¿s jaw, pending any compatibility complications with the generator. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 3387s-40, lot # v902310, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va04ma2, implanted: (B)(6) 2013, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).